Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room and eventually got hospitalized on (B)(6) 2025 due to hypoglycemic event. Blood glucose level was 40 mg/dl at the time of the event. The duration of hospitalization was for less than 24 hours. No further information available.